Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: upon firing across the appendix, the jaws of the staple load locked up and could not be removed. Surgeon fired another staple load above the area of the load that was stuck on tissue in order to remove it.

Manufacturer narrative:
(B)(4).